Event description:
Additional information was received from a manufacturer representative on 2019-feb-20. It was reported that in the initial report, the representative was asking a hypothetical question posed by a healthcare provider (hcp) who called her. It was noted that the representative was not involved with an actual case and could not correlate a patient that might have been involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the healthcare provider (hcp) believed the patient¿s catheter was ¿coiled up¿ and they were going to do a catheter dye study to confirm and then a catheter revision would be done. The rep was inquiring about the type of dye utilized for the study. Further information was not provided as the rep had to return to the case. No further complications were reported/anticipated or expected.